Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 36 mg/dl. Customer was treated with glucagon. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. Customer stated that the down side to battery was cracked. The insulin pump will be returned for analysis.